Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). The device properly displayed an alert for the out of range measurement. Technical services (ts) advised the patient to follow-up in clinic. This crt-d remains in-service. No adverse patient effects were reported.